Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during pumping. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was unable to load a new cartridge successfully, and the cartridge alarm recurred despite following the correct procedure. Technical support arranged to replace the pump, and the customer was advised to use multiple daily injections as a backup insulin delivery method. Additionally, the customer was instructed on how to put the pump into storage mode and return it to tandem using a pre-paid label.